Event description:
It was reported that there was no alleged issue at the time of intake. It was reported that there was no patient impact. Additional information was received stated that detached bearings were found during evaluation.

Manufacturer narrative:
H3:product analysis: evaluation determined that the device bearings are damaged. The likely cause of the failure could not be determined . G3: aware date used as date of analysis performed date as the event was reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.